Manufacturer narrative:
Pending investigation from raw material supplier.

Event description:
(B)(6) 2015 the end user reported that the device is not working properly as it is getting stuck to her wounds.

Manufacturer narrative:
Aso received test results from manufacturer on (B)(4) 2016 stating that no issues had been found with the product.